Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. He was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was documented as 150 mg/dl. Customer's blood glucose at time of report was 75 mg/dl. Nothing further was reported.